Event description:
It was reported that a malfunction occurred with a code display of malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the malfunctioning pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code appears again.